Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the connector for the rf (radio frequency) head is loose. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head connector is loose. It is noted that pushing on the rf head connector of the programmer caused a loss of telemetry and programmer failed ten lem (link electronic module) related functional tests. Analysis also found the upper hinge plate is damaged.